Manufacturer narrative:
(B)(4). The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1102505) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional who was present at the account when a male patient on dialysis for renal failure underwent a percutaneous coronary intervention (pci) procedure on (B)(6) 2011. Access was obtained at the right common femoral artery via an unknown size procedural sheath. A pre-procedural femoral angiogram was unremarkable for calcium or peripheral vascular disease in the vicinity of the access site. The patient was given angiomax peri-procedure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. There was no report of complication during the procedure or closure. Following the procedure, the patient was sent to an already scheduled dialysis. Reportedly, the coronary cath lab (ccl) staff received a phone call from the dialysis department that the patient had developed a large hematoma (unknown how long after procedure), and since the aci sales professional was still there, was asked to look at the hematoma. When the sales professional got to the patient's room, the nurse was no longer holding pressure on the access site but was stating that the hematoma was under control and there was a line drawn on the skin around the hematoma to show its size. Upon examination of the groin, the aci sales professional reported that there was a "half-palm" size hematoma that was "marked" and stabilized. The patient stayed overnight at the hospital per standard protocol for intervention procedures and was discharged to home the following day with no patient clinical sequela reported. Upon follow-up with the physician, the aci sales professional reported that the physician stated that the hematoma was most likely due to the fact that the patient's renal failure made the patient a high risk for bleeding. Additionally, anticoagulants administered peri-procedure stay in the body longer in renal failure patients. No further information was provided. On (B)(6) 2011, the aci sales professional confirmed that manual compression was used to control the bleeding and treat the hematoma.